Event description:
After the pfa procedure was completed, when the agilis 13f sheath and volt catheter were removed from the patient, a black ring object was noted between the distal portion of the agilis 13f and volt tip. The object may have been part of the distal tip. There were no adverse consequences to the patient. The balloon was fully deflated prior to retracting into the agilis. When inserting and removing, there was more resistance felt than usual.